Manufacturer narrative:
Sample devices were not returned for analysis. No data regarding product identity was received i.e. No lot or serial numbers were indicated for the events; therefore, the device history records (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial numbers were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported 31 cases of the shunt was touching the iris after a glaucoma filtering shunt was implanted. In a follow up, the surgeon added that there was no harm to the patients in association to the contact.